Event description:
It was reported that during the first night using the device, the user experienced hypoglycemia with a lowest blood glucose of 59 mg/dl for about one hour; the device¿s low alerts were active but the alert volume had been set to off, and the agent guided the user to set volume to high and provided education on the learning phase and low correction steps. Symptoms included hypoglycemia without loss of consciousness or other acute effects. Outcomes included self-treatment with 4 oz of orange juice and recovery to 107 mg/dl without professional medical intervention or assistance. Investigation included remote troubleshooting and user education regarding alert settings and correction of low glucose. Investigation of this case revealed hypoglycemia of unclear cause, with user unawareness of muted alerts mitigated by adjusting alert volume and reinforcing correction procedures. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.